Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 03sept2019. Field service engineer (fse) confirmed the reported issue, discovered error code 3122, pressure relief valve (prv) cracking pressure is out of range. Fse adjusted the prv to resolve the issue. The device successfully pass performance specification testing after the repair was completed this MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
Customer reported the unit failed extended self-test (est). No patient involvement.